Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an alarm with a red screen and a code 41xxx (remaining number unknown) displayed on it. After re-starting the pump, there was another alarm with an orange screen and a "low intensity" message.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent functional testing; confirming the reported customer complaint. Error 41622 was duplicated during functional test as a result of a faulty optic switch. Orange screen with low intensity message was not duplicated. The problem source has been determined to be unknown.